Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in (B)(6) 2010, the patient was suffering intermittent cramping and pain in his left calf. The patient underwent MRI and a corrective surgery was recommended. Prior to surgery, the patient had a series of epidural shots to control his pain. On (B)(6) 2011, the patient underwent spine surgery. This surgery required three large incisions, the implantation of hardware, and required 64 staples to close. The patient was implanted with rhbmp-2/acs. Post-op, the pain increased. The hardware did not provide relief, stability and mobility. Six months post-op, the patient was still not able to get out of bed unaided. He continues to suffer extreme pain and is only able to walk and stand for short periods of time.